Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report of "the device failed to discharge" was not replicated or confirmed. The device was put through extensive functional testing without duplicating the report. Review of the device log found no evidence of any charge attempt on the reported event date. The customer's report of "unable to detect the attached electrode pad" was attributed to the user being in the incorrect lead view. The device was set to lead ii view; however, had the user selected pads lead view or pressed a defib related key, the signal would have been displayed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 68-year-old male patient, the device failed to discharge and was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained a new device to continue treating the patient with the same pads connected. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.